Event description:
Report received from (B)(6) stating that device had damaged bearings. It is unk if the device was used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).